Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the rewind, occlusion, prime, or excessive no delivery alarm due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not pushing out insulin during a prime. The customer's blood glucose was 128 mg/dl. The customer also reported they were unable to exit from the preparing to prime loop on the insulin pump. Troubleshooting found the customer did not receive a second series of beeps and numbers did not appear on the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.